Manufacturer narrative:
A dräger service engineer has performed an on-site evaluation of the device which is not under a service contract. It could be determined that the internal battery was still the initial one which was installed at the time of manufacture in 06/2018. The battery voltage had decreased from the nominal 24v to 5v already; it could not be charged anymore. The filter mat at the inlet for cooling air was dusty requiring an exchange, too. These parts have been replaced; the power supply was exchanged as well as a precautionary measure. Log file analysis performed by the manufacturer revealed that the device started to post alarms regarding an outdated battery already in april 2022. The course of event cannot be fully reconstructed anymore since the data in the section that covers user interactions and alarms was partly overwritten with newer entries already. In particular, it cannot be clarified if the device was intentionally disconnected from mains or if this was related to issues with the hospital's energy supply. The device ran on battery at the time of event and, a complete device shutdown occurred after a few minutes because the battery was significantly overaged and could not supply the device any longer. As per IFU, the operator is advised to check the status of the back-up battery as part of the pre-use test. In particular, the device shall be disconnected from mains supply to evaluate if the internal battery is capable to take over the energy supply of the device. This test step is able to detect a discharged or overaged battery. It is not known if the users omitted the test or ignored the result - it can however be concluded that the device was put into operation without the fail-safe mechanism of the internal battery. As confirmed for the particular case the device performs battery status checks in the background in regular intervals and posts alarms if a replacement of the internal battery is necessary. The typical exchange interval of the internal battery is two years. The battery of the savina 300 involved in this event was used for nearly four years already. Dräger finally concludes that the event was caused by factors which are beyond the control mechanisms a manufacturer can establish. Lack of maintenance and the fact that the device was put into operation with an overaged battery were the contributing factors in this event. After the repair exchange of the aforementioned parts the device was fully functional again.

Event description:
It was reported that the device suddenly shut itself off during a running ventilation episode. Reportedly, the patient experienced a slight and temporary desaturation until a replacement device was introduced. As per report, the patient status got stabilized immediately and, no consequences to health have occurred.